Event description:
A malfunction alarm, identified as malf 0, was reported, but no notable events occurred prior to this. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and since the malfunction code did not recur after the reset, the customer was able to continue using the pump.